Manufacturer narrative:
The ge service rep conducted a phone eval. The customer was instructed to plug the mouse directly into the rear usb port. The system was tested and operates as intended. During a retrospective review this event was determined to be reportable. It was included in part of a retrospective summary report (rsr) request to FDA on (B)(6), 2011 ((B)(4)). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.